Manufacturer narrative:
(B)(4). Date sent to FDA: 07/24/2020. Additional information: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for prolapse and stress urinary incontinence on an unknown date and mesh was implanted. The patient reported experiencing recurrent prolapse, sharp pelvic pain, incontinence and urinary urgency. The patient also reported decreased quality of life, being diagnosed with an autoimmune disease and undergoing a partial hysterectomy to remove polyps and cervix for pre-cancer cells found. The patient¿s doctor opined that weight loss and exercise would help, but the patient has seen no progress after pelvic floor exercises and change in diet. No further information is available.